Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, a cracked saw head, and the saw blade could not be attached. It was further determined that the device failed pretest for check the quick coupling for saw blades, check for sticky trigger, and check the function of the device. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery oscillator device was not working was confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had a sticky trigger and a cracked saw head. Due to the cracked saw head, a saw blade could not be attached to the device and other test steps could not be performed. The most probable root cause for the cracked saw head is linked to a design related issue and is covered under a CAPA. The most probable root cause for the sticky trigger and other failures can be traced to normal wear.